Event description:
It was reported that one solution administration set was observed leaking. The customer reported that the flash-ball "leaks through a hole". There was no patient involvement in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.